Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient presented for post operative check. It was found that implant was loose. X-ray showed large lesion surrounding the implant.